Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received.

Event description:
It was reported that the ipg was unable to communicate with the patient programmer or clinician programmer. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.